Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported fluid leaking from the syringe area of the closed-tube aliquoter on the dxc 600i instrument. Customer stated that there was no exposure or injury related to the leak. Furthermore, there was no effect to any patient results. Field service engineer (fse) examined the instrument and discovered the wash station probe was leaking from the autogloss well. Fse replaced the wash station probe and the waste peristaltic pump and ensured the instrument was operational. No further leaks have been reported.